Event description:
Premature deflation of the internal bolster. Found 14 days after placement.

Manufacturer narrative:
The complaint of premature deflation of the fastrac internal balloon is unconfirmed. Upon receipt of the complaint sample, a tactile exam showed the internal bolster to be completely inflated. Gross and microscopic exams confirm the white adhesive inner lumen plug was placed proximal to the traction removal site. Next, a tactile exam shows the internal balloon to be occupied with air. Testing of leakage in the air conduit and internal bolster was performed by first cutting the feeding tube at the traction removal site. Next, a blunt connector was inserted into the proximal end of the air conduit. A 12 cc syringe filled with water was then attached to the connector. The air conduit was then infused with water. Water was observed filling the internal balloon. No leaks were seen emanating from the surface of the internal balloon or along the path of the air conduit. A chr is not possible, as no mfg lot number info has been provided by the complainant.